Manufacturer narrative:
Service was not dispatched. No additional information is available.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a broken wash concentrate bottle that leaked on the instrument. No injury was reported.